Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. Following stent deployment, a 3.50mm x15mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and the balloon. Microscopic examination revealed that the balloon has 10mm longitudinal tear starting 7mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. Following stent deployment, a 3.50mm x15mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.